Manufacturer narrative:
Date of event: exact date unknown, event occurred between june 2016 to december 2019. Report source: literature source: georgios t., paraskevas g., maria chiara p., mario t., ioannis k., stefano francesco c., antonio f., istvan h., dimitrios k., et al. Efficacy and safety of endoscopic drainage of peripancreatic fluid collections: a retrospective multicenter european study. Hellenic society of gastroenterology; 2022; 35(6): 654-662. (B)(4).

Event description:
Boston scientific corporation became aware of the following event from referenced literature article "efficacy and safety of endoscopic drainage of peripancreatic fluid collections: a retrospective multicenter european study". According to the literature, an axios stent and electrocautery enhanced delivery system was implanted to treat a symptomatic peripancreatic fluid collection (pfcs) during an endoscopic ultrasound (eus)-guided transmural drainage procedure performed on an unknown date. On an unknown date, stent migration was noted and the axios cautery malfunctioned. Several patient adverse events were also reported such as bleeding, which was treated with an angiographic embolization, perforation that was closed with an endoscopic clip and obstruction/fever. Note: boston scientific has been unable to obtain additional information regarding the event to date.